Event description:
The suspect device was reading in the 300-400's mg/dl. The user felt hypoglycemic and went to the ER. User was given an IV, orange juice and food. Controls were not used. The device was replaced and requested to be returned for evaluation.